Manufacturer narrative:
This is a supplemental report to provide additional information and to correct information on the phenomenon. On march 4, 2020, olympus medical systems corp. (Omsc) received additional information that the tissue pad had not fallen off but had completely melted. Omsc revised the cause of the damage of the tissue pad. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped tissue at the distal part of the grasping section.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section was broken off and partially missing. The grasping section had a mark contacted with the probe. The probe had a mark contacted with the grasping section. The tissue pad was missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped tissue at the distal part of the grasping section. Also, it was known that the contact mark occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the grasping section was broken off when it was subjected to a load. The exact cause of the break off of the tissue pad is under investigation. The above device handling has been warned in the instruction manual as follows. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a laparoscopic gastrectomy, the subject device was used. In the procedure, the grasping section broke off inside the patient. All the fragments were retrieved. The intended procedure was completed with another device. There was no patient injury reported. On february 14, 2020, olympus medical systems corp. (Omsc) found that the grasping section was broken off and the tissue pad was missing. This is the report regarding the breakage of the grasping section and missing of the tissue pad.